Manufacturer narrative:
Correct field: product available to stryker (d9). The complaint could not be confirmed, indeed the product was returned for evaluation, but it does not matches the alleged failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
"The valor jig is failing to align for screw placement " the incident occurred today. Surgery was completed but it took longer & we had to freehand."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
"The valor jig is failing to align for screw placement " the incident occurred today. Surgery was completed but it took longer & we had to freehand."